Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A femoral angiogram was not taken. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: device code 2017: failure to follow steps/instructions - a femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site.b3: correction of date of event.

Event description:
Subsequent to the previously filed medwatch report, the facility reporter was contacted and provided additional information: it was reported that the sutures of the proglide devices were being pre-placed prior to a transcatheter mitral valve repair interventional procedure using a mitraclip. The initial sheath size used was a 6f. No femoral angiogram was documented as being taken during this procedure.

Manufacturer narrative:
Date of event and therapy: estimated date. The reporter indicated the device is not available for return. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
User facility medwatch report (B)(4) received that states: ""patient had 2 perclose on right femoral vein, during dilation from 12f to 24f, one of the perclose threads broke off. Leaving only 1 perclose remaining to close the 24f hole. The right femoral vein site then needed a figure 8 suture to close the puncture sire and obtain hemostasis." "Perclose device should have closed the wound without further intervention. Device failed (e.g. Broke, couldn't get it to work or stopped working)."